Manufacturer narrative:
D10 concomitant product: 72204064, truclear ultra mini tissue removal devic, (lot #5616653) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hysteroscopy myomectomy, the device initially worked and sub-optimally resected myoma tissue until it completely locked up. The cutting window no longer moved when activating the footswitch. Took shaver out of handpiece and the handpiece worked fine. It was as if the slough chamber completely locked or was broken. Opened a new shaver and the same issue happened within 15 seconds. The procedure was aborted due to prolonged procedure time; more than 30 minutes, and the patient absorbing too much fluid from the delay. Additional operation will be performed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no damages to the cutting window. Minor dents were noted on the edge of the sluff chamber where the device connects to the hand piece. Functionally, the device intermittently oscillated. Once activate the device would lock up. The device was disassembled to inspect the internal components. It was noted that the inner tube showed circumferential scratches on one end indicating a foreign hard object was introduced. It was reported that there was a device related aborted procedure, the shaver was damaged and there was a window lock failure. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.